Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 3 months after three dental implant were installed in patient's mouth, it was verified their non- osseointegration. Immediate load was not executed. Twenty-five ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type iii. Fenestration occurred during surgery.